Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 275, 145, 177, 150, 193, 285, 156, 183 mg/dl. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events.